Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient and a manufacturer representative reported that the patient had a lead revision in 2011. The patient was implanted for chronic low back pain. No causes, date of onset, or symptoms were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.